Event description:
It was reported the patient was unable to communicate with the ipg postoperative using the charging system, and there was swelling around the ipg area. A replacement charging system was sent to patient, however, the charger did not resolve the issue. X-rays were taken and it was reported the ipg may have flipped over during the healing process. It was also reported the patient had a seroma which had caused the swelling. The patient had not been placed on antibiotics and the swelling had gone down. The physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.